Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to implant summary card received previously implanted cryolife tissue was explanted on (B)(6) 2019. After a query of the implant summary database, the explanted tissue was found to be an sgpv00 sid# (B)(4). It was implanted on (B)(6) 2016. Procedures: rv to pa conduit (24mm pulmonary valve homograft), tricuspid valve repair, bilateral pulmonary artery plasty, redo chest for valve. Pre-op diagnosis codes: non-rheumatic tricuspid valve insufficiency [i36.1], moderate tricuspid regurgitation [i07.1], truncus arteriosus [q20.0]. Post-op diagnosis codes: non-rheumatic tricuspid valve insufficiency [i36.1], moderate tricuspid regurgitation [i07.1], truncus arteriosus [q20.0]. Other post-op diagnoses: pulmonary valve stenosis, pulmonary artery stenosis. Indications: (B)(6) female presented with tricuspid regurgitation and pulmonary artery and valve stenosis. Findings: good function. Previous lecompte. Procedure details: after obtaining informed consent, the patient was taken to the operating room, tubes and lines were placed, and then the patient was prepped and draped in standard fashion. Via a redo median sternotomy, the pericardium was accessed. Ascending aortic and bicaval cannulation were performed. After confirmation of adequate heparinization, cpb was initiated, and the patient was cooled to 34 °c. The ra was opened and the tricuspid was repaired by an alfieri suture. The ra was closed with suture. The previous rv to pa conduit was resected. Both pas were opened to the hilum and patched with neo pericardium. A 24 mm pulmonary homograft was implanted. After adequate warming and reperfusion, the patient separated from cpb without difficulty. Postop echo showed good function and minimal valve insufficiency. Protamine was administered, and hemostasis was assured. Chest tubes and temporary pacing wires were placed. The sternum and soft tissues were closed in layers. The patient tolerated the procedure well and was transferred to the ICU in stable condition.

Manufacturer narrative:
A definitive root cause for the reported stenosis cannot be ascertained from the provided information. Although determined to be valve related, the exact role the valve played in the etiology of events cannot be confirmed. Per the review of the manufacturing records, all records were controlled, available for review, and met all specifications for release. There is no indication that an error or deficiency occurred and the IFU adequately communicates risk. The report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to implant summary card received previously implanted cryolife tissue was explanted on (B)(6) 2019. After a query of the implant summary database, the explanted tissue was found to be an sgpv00 sid# (B)(6). It was implanted on (B)(6) 2016 and explanted on (B)(6) 2019. Additional information received states the sgpv00 became stenosed and was explanted on (B)(6) 2019. Date of procedure: (B)(6) 2019 procedures: 1. Rv to pa conduit (24mm pulmonary valve homograft); 2. Tricuspid valve repair; 3. Bilateral pulmonary artery plasty; 4. Redo chest for valve. Pre-op diagnosis codes: ¿ non-rheumatic tricuspid valve insufficiency [i36.1]; ¿ moderate tricuspid regurgitation [i07.1]; ¿ truncus arteriosus [q20.0]. Post-op diagnosis codes: ¿ non-rheumatic tricuspid valve insufficiency [i36.1]; ¿ moderate tricuspid regurgitation [i07.1]; ¿ truncus arteriosus [q20.0]. Other post-op diagnoses: 1. Pulmonary valve stenosis; 2. Pulmonary artery stenosis. Indications: 10 year old female presented with tricuspid regurgitation and pulmonary artery and valve stenosis. Findings: good function. Previous lecompte. Procedure details: after obtaining informed consent, the patient was taken to the operating room, tubes and lines were placed, and then the patient was prepped and draped in standard fashion. Via a redo median sternotomy, the pericardium was accessed. Ascending aortic and bicaval cannulation were performed. After confirmation of adequate heparinization, cpb was initiated, and the patient was cooled to 34 °c. The ra was opened and the tricuspid was repaired by an alfieri suture. The ra was closed with suture. The previous rv to pa conduit was resected. Both pas were opened to the hilum and patched with neo pericardium. A 24 mm pulmonary homograft was implanted. After adequate warming and reperfusion, the patient separated from cpb without difficulty. Postop echo showed good function and minimal valve insufficiency. Protamine was administered, and hemostasis was assured. Chest tubes and temporary pacing wires were placed. The sternum and soft tissues were closed in layers. The patient tolerated the procedure well and was transferred to the ICU in stable condition.